Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-05465. Reference MFR. Report#: 1627487-2019-05466. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the system was explanted.